Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with appropriate audio/vibration alerts. Unrelated to the display issue, the pump powered up with the correct time and date. Review of pump history showed a time/date reset within a minute after a power off on (B)(4) 2013. The pump was exercised for 24 hours without incidents. Time and date reset was observed when battery was removed and re-inserted after 6 hours. A leaking internal clock battery was found when the pump casing was opened to investigate.